Manufacturer narrative:
A patient failing to charge their ipg properly was reported to abbott. The patient had not charged their ipg for a few years. They patient also wanted a non-rechargeable device. The ipg was replaced without complications. Effective therapy was restored. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated,

Event description:
It was reported that the patients ipg became inoperable after not charging the device for an extended period of time. Surgical intervention was undertaken on (B)(6) 2023 where the ipg was explanted and replaced. Therapy was restored post-op.